Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1] (serial: (B)(6)). D9: <(><<)>no>.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) crossed the tricuspid valve smoothly. However, after the delivery system entered the right ventricle, severe tricuspid regurgitation was observed, and the ipg system experienced significant oscillation due to the impact of the blood flow. It was reported that the first deployment failed as the tine did not anchor to the myocardium. Then multiple attempts at deployment were made, but the parameters were suboptimal, and non-capture was noted. The ipg system was attempted/not used and was replaced. No further patient complications have been reported as a result of this event.